Event description:
It was reported that during a supply change the insulin cartridge would not insert fully into the pump, while a partially filled cartridge could be inserted, and the on-pump display showed remaining insulin; after initiating a new change with a rewind, the new cartridge seated correctly, and tubing fill was completed with confirmed drops. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included guided troubleshooting and user education by support. Investigation of this case revealed proper function after reset and correct reinsertion, with no alerts or alarms observed and lot information collected for traceability. It was concluded that the event was resolved through troubleshooting with no device malfunction confirmed.